Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 22-oct-2018 with the following findings: a review of the black box showed multiple unexplained power on reset events. The battery compartment was cracked below the grip pad. The returned battery cap was undamaged and able to fit. The pump powered up with auditory and vibratory alarms to a blank screen. The reported power complaint was unable to be adequately investigated. The pump cover was removed, and moisture corrosion was found to the power printed circuit board and to the display screen.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (no power) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.